Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were inaccurate; cause is unknown. Customer corrected the time and date to address the issue. Customer's blood glucose level was 69 mg/dl.